Manufacturer narrative:
The device that was intended for use in treatment was not returned for evaluation. Photos were provided and could establish a relationship between the reported event and device. A root cause could not be determined. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstruction or component failure. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, before surgery, versajet ii exact 15dx14mm hydrosurgery system handpiece device, the line leak out of handpiece. A smith & nephew back-up device was used. No other complications were reported.